Event description:
During procedure with the balloon catheter was inserted the balloon rewrapper was not held back, and was unknowingly introducted with the balloon. Once in place the balloon would not inflate, measures taken to inflate, did not work so removed (balloon wrapper stayed in the pt). When the next balloon was used after the fact it is suspected the rewrapper was pushed further into the pt. The balloon rewrapper is clear like a straw with no coloring, markings, or fluted ends like other balloons that would bring to the attention of the user they may have forgotten to hold this back on the shaft while inserting the balloon. Pt did well after the procedure but then developed stroke like symptoms. Stroke call (B)(6) 2015, CT of head/neck showed no acute signs of intracranial process, symptoms continue with measure of treatment and condition not improving, (B)(6) 2015 - CT of the chest reveals retained tubular foreign body within the ascending aorta, tip superiorly in the brachiocephalic artery. Removed (B)(6) 2015.